Manufacturer narrative:
Product event summary #reviewed and confirmed / updated rfr, hazard, and conclusion codes. A good faith effort for follow-up was completed. The information in the file was insufficient to evaluate and investigate because the patient reported that her device protrudes and is painful when she rides in the car. However, the healthcare professional reported that they had not seen this patient since 2007 and had no further information about this event. The patient letter was returned noting ehs had no concerns. The status of the synergy remains unknown. The event did not allege a potential manufacturing issue; therefore, a DHR review was not required for the synergy. The event was reviewed for previous investigations and none applied. The event was reviewed for known inherent risks listed in product labeling and none were noted. Reviewed for escalation to ncet and escalation was not required. There were no remedial actions taken as a result of the event. The investigation of the synergy is inconclusive because of insufficient event information. Concomitant products: product ID: 7435, serial# unknown, product type: programmer, patient. Product ID: 3998, lot# j0406547v, implanted: (B)(6) 2004-03-24, product type: lead. Product ID: 748925, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID: 748925, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID: 748925, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. (B)(4).

Event description:
It was reported that the patient¿s implantable neurostimulator (ins) was protruding from their skin. It was reported it would hurt with anything the patient came into contact with which made it difficult and painful to sit in a car. It was noted that it was actually causing more pain for them. It was reported they opened the pocket up to make it deeper to where it would go in closer to the patient¿s body versus protruding out. (B)(6) 2013 lfc (hcp): no new information (B)(6) 2013 (B)(4) (con): additional information stated the patient ¿did not have concerns about their device or therapy¿ and that their ¿concerns were resolved through customer support.¿